Event description:
It was reported that the system was removed due to infection. No symptoms or outcome was reported. The drug contained in the pump was not reported, the manufacturer's device tracking system indicated it was baclofen. Additional info has been requested, but was not available as of the date of this report.